Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing for several hours without duplicating the report. Internal inspection found no discrepancies. The device was recertified and returned to the customer. The external power brick used at the time of the report was not returned. Analysis of reports of this type has not identified an increase in trend.